Manufacturer narrative:
Lead/receiver: model 3568a, serial# (B)(4), implanted: unk, explanted: (B)(6) 2011. Analysis of lead/receiver: model 3568a, serial # (B)(4), showed no significant anomalies but there was foreign material (explanted tissue) observed on the surface of the device. The device was functionally okay and showed good, stable output. This model receiver has only one bipolar output and no waveform distortion was seen when tested. A direct current (dc) leakage test across the output was performed and measured 0.03 microamps (specification: <(><<)>0.1 microamps). The pre-attached extension had been cut through (2 segments: segment 1: proximal, segment 2 distal with a short piece of lead attached).

Event description:
It was reported that the patient experienced chest wall pain and discomfort which he felt was due to the implanted neurostimulator. It was noted that the patient had not used the device for many years and desired to have it explanted. Upon explant, it was found that there was "debris granulated with tissue" in the pocket which was thought to be the potential source of the chest wall pain/discomfort. Histopathological analysis of this explanted tissue showed it to be mineralized (calcified) which was assumed to fibrous tissue that had calcified over time. Additional information was requested for patient outcome from the event and a follow-up report will be sent if obtained.